Manufacturer narrative:
Investigation/conclusion: the ECG graph strips were reviewed and show a presumed episode of ventricular asystole lasting for approximately nine seconds. Two of the four analyzed leads show significant high frequency artifact at the episode onset. Device logs do not indicate that any alarms were asserted for this event, but do show a total of 178 artifact alarms for the 24 hours of patient data monitored that day. Of those 178 alarms, all but 10 occurred prior to the event at 16:30. Based upon the waveform conditions at the time of the event, as well as the high number of artifact alerts prior to the event, there is reason to believe that the signal conditions were not favorable to maintaining the highest possible accuracy from the algorithm. The monitoring system is designed to assert an asystole alarm when the displayed heart rate counts down to zero. Based upon the available data, it is likely that the artifact on the leads slowed the count down of heart rate, and thereby increased the time required for the heart rate to reach to zero. Since the reported heart rate did not reach zero before the patient's rhythm resumed, no asystole alarm occurred. In consideration for the signal quality at the time of the event, it is reasonable to conclude that the performance of the system is within expected limits of normal operation. The apexpro telemetry system operator's manual and critical care monitoring clinical reference and troubleshooting guide were reviewed. The review confirmed that there are adequate user instructions for artifact notifications that provide the user with clear instructions on actions necessary to acquire clear ECG signals including skin preparation, electrode placement and changing electrodes. The review also confirmed that the two levels of artifact alarms are clearly and adequately described.

Event description:
Customer reported patient has a 9-second asystole which did not activate any visual or audible alarm. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing.